Event description:
It was reported that a device would not connect to the customer's wireless network. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The evaluation confirmed a check battery alarm, which is a know contributor to the reported symptom. The device failed to pass testing due to a failure on the radio printed circuit board. The device was not in specification and was removed from svc.